Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on an unknown date, a 17-year-old female patient's infusion set's tubing detached from the connector. The patient's blood glucose level was 400 mg/dl at the time of the event. Moreover, the infusion had been used for two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.